Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display and could not fully read the screen. The customer did not know the blood glucose reading. The customer stated that the insulin pump had not been dropped or bumped. She stated that the insulin pump may have been exposed to water, but after she thought it over, she stated that water did not create an issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a frozen display followed by an unexpected constant audio tone due to moisture damage at the electronic assembly. The pump also had moisture damage on the motor, battery tube and vibrator assembly. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, cracked belt clip slot, a cracked battery tube threads and a cracked reservoir tube lip.